Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with faded serial number label. The pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received power error alarm. The customer¿s blood glucose level was 120 mg/dl. The insulin pump will be returned for analysis.